Event description:
A doctor reported aseptic endophthalmitis following an intraocular lens (iol) implant procedure. The patient experienced a decrease in vision and the cornea was clouded. The doctor suspects the possibility of a cloudy vitreous body. The patient was treated with steroid by subconjunctival injection and is under medical observation. The lens remains implanted in the patient's eye.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(4)whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).